Event description:
It was reported that the patient was thinking of having his scs device removed because he didn't think he needed it any more as his pain had subsided, though he thought that he might just leave it implanted. It was noted that the patient did not think the device was functioning / charging properly approximately six months after implant in 2008. The hcp couldn't figure out the issue the patient was having, and it was reported that the hcp did some "trimming" and the system worked for a while after that but then the patient developed pain higher in his back. Reprogramming was tried but they could not get the stimulation to reach that high. Injections were tried which worked the first time for approximately six months but the second and third time they did not work as intended and the hcp would not administer any more of them. It was noted that the patient was also having trouble with charging his ins and would go for hours and hours of charging it but it would not fully charge. One night the patient charged for approximately 6 hours and another night he slept in a chair all night long trying to charge with no success. The patient eventually gave up and had not used the ins for "quite a few months." A manufacturer representative met with the patient and established that the device was in por mode as he had not used therapy for several months. The patient was instructed on how to recharge properly, though it was noted that his pain was no longer present and he did not want or need therapy at the time.

Manufacturer narrative:
Product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).